Manufacturer narrative:
Product analysis: it was determined on analysis that the external pulse generator (epg) tested out of specification due to output dial and super capacitor voltage failing on incoming test systems. The encoder assembly was replaced. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) which was returned for preventative maintenance subsequently tested out of specification during manufacturer's assessment. There was no patient involvement.